Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient's generator and lead were removed on (B)(6) 2015 due to infection. The patient was implanted on (B)(6) 2015. The generator and lead were received for analysis on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
If explanted, give date; corrected data, initial MDR listed incorrect date of explant of the suspect device.

Event description:
The patient's generator and lead were explanted on (B)(6) 2015. Product analysis for the lead was completed and approved on 12/7/2015. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis for the generator was completed and approved on 12/07/2015. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event:, corrected data, initial MDR inadvertently reported incorrect event date.